Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference number: (B)(4).

Event description:
It was reported the system experienced an error during a high-risk exam; however, no injury occurred. The system was restarted, the measurements were repeated, and the exam was successfully completed.